Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with fingerstick readings above 400 mg/dl, then around 314 mg/dl, while the cgm displayed a similar value, and the user administered subcutaneous insulin via pen and was advised to resume use of the ilet device the following day. Symptoms included hyperglycemia and vomiting. Outcomes included an unexpected medical intervention because medication was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.